Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pre- peritoneal dialysis (pd) patient experienced a leak in their transfer set, a use error, and cloudy pd effluent. Approximately one year prior to the receipt of this report, the patient had a pd catheter inserted preempting the need to start pd therapy on a future date. The patient was considered a borderline case and at the time of this report, the patient had not started pd therapy yet. One week prior to the receipt of this report, the hospital nurse changed the patient¿s transfer set and it was reported the connection was ¿screwed up tightly¿ (no further detail). It was implied that this was the first time the patient¿s transfer set had been changed whereas labeling for the pd transfer set dictates change of the device after 6 months from installation. On an unreported subsequent date, after showering at home, the patient noticed water and air bubbles in the pd transfer set line and with water dripping from the line. One day after the initial receipt of this report, the patient returned to the unit and the nursing staff noted there was some leaking from a small crack in the tube of the transfer set. The cause of the crack was not reported. The transfer set was changed and a small amount of effluent was drained out (as the patient was dry) and the drained effluent was noted to be cloudy. As a result, unspecified prophylactic antibiotics were instilled intraperitoneally for six hours (doses were not reported). There were no other signs nor symptoms of an infection or reaction. No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, ten companion samples were received for evaluation. One device was analyzed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage, pressure and functional testing were all completed and performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.